Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and 14 inches of the internal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft bend relief were not returned. The sealed outflow graft was returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed outflow graft and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition appeared to lack concentric layering, indicating that it did not initially form in the outlet stator. The origin of this deposition could not be determined through this evaluation and a correlation to the patient¿s hemorrhagic stroke could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The report of an inflow conduit malposition was confirmed via x-ray images submitted. The inflow conduit was surgically repositioned during the pump exchange procedure. Based on the manufacturer¿s experience from similar reported events, misalignment of the inflow conduit can lead to flow issues, such as the reported low flow alarms and inadequate unloading of the left ventricle. The patient remains ongoing on lvad support with the replacement device and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The explanted device was returned for analysis. The evaluation is not complete. Approximate age of device - 1 year and 4 months. The event occurred at the (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient was awakened by an active low flow alarm without any clinical symptoms. The patient contacted the healthcare professionals and was transported to the implanting center. Unspecified volume therapy was initiated with improving pump flow parameters. An echocardiogram found inadequate unloading of the left ventricle. Additional, unspecified anticoagulation therapy was initiated. Laboratory tests did not indicate any evidence of hemolysis. The patient was planned to be discharged home; however, during the process of switching from IV heparin to oral warfarin the patient experienced a hemorrhagic stroke which required unspecified neurosurgical intervention. The patient recovered from the hemorrhagic stroke with no impact to physical or mental functions. The low flow alarms continued to occur and unloading of the left ventricle remained unchanged. Chest x-rays showed a malpositioned inflow conduit. A cause for the malpositioned inflow conduit was unknown. On (B)(6) 2015, the patient underwent revision and repositioning of the inflow conduit. During the surgical procedure, the surgeon reportedly observed thrombus in the pump inlet stator and outflow graft. The pump and the outflow graft were exchanged. On (B)(6) 2015, the patient was discharged from the intensive care unit (ICU) without further consequences. No additional information was provided.